Event description:
It was reported that the syringe contained only 2cc of water, this was found when the package was opened.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified that there was no water left inside the syringe. Observed the gasket of the syringe was deformed. The problem did not occur as a result of any manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[shape, configuration and principles] bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe contained only 2cc of water, this was found when the package was opened.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified that there was no water left inside the syringe. Observed the gasket of the syringe was deformed. The problem did not occur as a result of any manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[shape, configuration and principles] bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the syringe contained only 2cc of water, this was found when the package was opened.